Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage read 2.16v and stated end of life, when measured in office. When the patient was admitted to the hospital for ipg replacement the battery voltage measured 2.81v and stated elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.